Event description:
The recipient reportedly underwent repositioning surgery in 2017. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced discomfort due to device migration. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly underwent re-positioning surgery on (B)(6) 2016.